Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic with syncope. Upon device interrogation, the pacemaker exhibited premature battery depletion and was at elective replacement indicator (eri). The device was explanted and replaced. The patient was on his own rhythm as device was partially pacing and was stable after the procedure.